Event description:
This report was received from global pharmacovigilance. This is a spontaneous report by a consumer with supplemental information by a nurse from the USA of peritonitis coincident with dianeal pd4 ambuflex and extraneal viaflex therapies. On an unreported date, the patient began treatment with dianeal pd4 ambuflex (dose, frequency not reported) and extraneal viaflex (dose, frequency reported) intraperitoneally (ip) for peritoneal dialysis (pd). During a call with baxter customer services, the consumer reported the following. On an unknown date, the patient experienced peritonitis. On (B)(6) 2011 the patient was hospitalized for peritonitis. The cause of the peritonitis was unknown. Treatment information was not reported. On (B)(6) 2011 the patient was discharged. In 2011 the patient recovered. Dianeal and extraneal therapies were ongoing. The nurse reported the event of peritonitis was not related to the pd solutions. The nurse declined to provide further information.

Manufacturer narrative:
(B)(4).the root cause of the reported condition of peritonitis was undetermined. A batch review for the potentially associated lot (gd883108) revealed no deviations during the manufacture of the product. Baxter has received similar reports for the reported problem. The root cause investigation is in progress.

Manufacturer narrative:
(B)(4). This is report 2 of 4 involved in this peritonitis event. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A follow-up report will be submitted if additional information becomes available.